Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: n/a. This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerns a male patient of an unknown age and origin. Medical history includes diabetes and historical drug includes humalog with no adverse drug effect. Concomitant medication includes insulin detemir and insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog) via a reusable pen (humapen luxura hd), 2 full units before each meal and half a unit when the meal exceeded the usual amount of carbohydrate. No information was provided on the route of administration, indication for use, and therapy start date. On an unknown date, while on insulin treatment, the patient's mother refilled the empty insulin lispro cartridges with insulin (insulin glargine or insulin lispro) using an insulin syringe to continue using the pen. The patient had been using humapen luxura hd for approximately four years and ten months (improper use). He also suffered from diabetic ketoacidosis and had a relapse in (B)(6) 2025. The event of diabetic ketoacidosis was considered serious by the reporter due to medically significant. Information regarding corrective treatment, outcome of event and insulin lispro therapy status was not provided. The operator of the humapen luxura hd device and his/her training status was not provided. The general humapen luxura hd model duration of use and the suspect humapen luxura hd duration of use was approximately four years and ten months. The suspect humapen luxura hd was not available, and its return was not expected. The initial reporting consumer did not provide any relatedness between the event and insulin lispro therapy and humapen luxura hd. Edit (B)(6) 2025: upon internal review of the initial information, suspect device was recoded to a more specific formulation, an improper use was identified and marked as such in-device product tab, and suspect device duration of use was added. Updated case and narrative accordingly and product complaint rejected. Update 12-nov-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Updated lss analysis summary in device tab. Updated reporter occupation and deleted patient initials. Operator of the device changed to unknown in device information tab and narrative.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. No further follow-up is planned evaluation summary: the reporter stated the patient started using the device approximately 5 years ago. There was no product complaint for the device, and the device was not returned for investigation. There was evidence of improper use of the device. The device model duration of use and suspect device of duration was approximately 5 years. The user manual states "do not use your pen for more than 3 years after the first use or past the expiration date on the carton."